Manufacturer narrative:
Conclusion: no longer applies to this event.

Event description:
It was reported that the manufacturer representative was in a full implant case today. The lead was placed and when they went to put the lead into the implantable neurostimulator (ins) it wouldn¿t advance all the way into the ins. It was noted that they tried multiple times without resolve and then it was decided to place a new ins and the new ins worked fine. They visualized the lead and indicated no issues with the lead were seen. It was reported that the ins that wasn¿t used would be returned for analysis and the lead remained implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis of the neurostimulator (ins) with serial # (B)(4) revealed setscrew backed out too far.

Manufacturer narrative:
Product ID 3889-33, lot# va0hg8b, implanted: 2014 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
As it was previously reported that the lead would not advance into the neurostimulator (ins) and the ins was not implanted. The additional information indicated that the patient outcome was reported as no injury and recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿